Event description:
It was reported that this right atrial (ra) lead had dislodged and was exhibiting high threshold measurements. Surgical intervention was performed and during an attempt to reposition the ra lead, the physician was unable to maintain the curve needed in the lead body to find a suitable implant location, so it was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead had dislodged and was exhibiting high threshold measurements. Surgical intervention was performed and during an attempt to reposition the ra lead, the physician was unable to maintain the curve needed in the lead body to find a suitable implant location, so it was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection did not reveal any abnormalities. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. The lead passed a stylet insertion test, indicating no blockage of the lumen. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.